Event description:
It was reported by service report that the fowler won't move. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Broken carriage bolt.